Manufacturer narrative:
H3,h6: we have now concluded our investigation for the complaint received. The device intended to be used in treatment was returned for evaluation, establishing a relationship between the reported event. Visual inspection confirmed there was no adhesive on the film, functional evaluation confirmed no stickiness. The root cause has been identified as film raw material quality issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was confirmed there was no adhesive on the film, so it could not be used for treatment. A backup was available. No delay was reported.